Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer changed the battery and received a button error. She changed it again and received a battery out limit alarm which she was unable to clear. Blood glucose value was 470 mg/dl; customer was going to treat with manual injection. Customer stated that the insulin pump got wet. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly, no unexpected battery out limit and no button error alarm. The numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched window and cracked case near the display window corners.